Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a lower extremity angiogram, the hub came off the micropuncture introducer. The device was removed and another was used. There were no injuries or additional medical intervention reported. The voluntary user facility report (mw5058769) is attached.